Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water cylinder and air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and cylinder have foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and the evaluation found foreign objects in the air/water tube and cylinder. Additional evaluation findings are as followed: flexibility adjustment ring had a scratch, air/water cylinder had no color, suction cylinder had no color, grip had a scratch, right/left knob had a scratch, switch box had a scratch, due to wear of angle wire bending angle in left direction did not meet the standard value, plastic distal end cover had a scratch, objective lens had a scratch, light guide lens had a scratch, adhesive on bending section cover had a crack, and connecting tube had a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.